Event description:
It was reported that this right ventricular (rv) lead exhibited high, out -of-range pacing impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switch the pace/sense configuration from bipolar to unipolar. Sensing was noted to be good. The patient is not dependent on therapy. The health care professional (hcp) will decide to either intervene or continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported. Additional information was received in which the patient reported the lead was fractured. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out -of-range pacing impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switch the pace/sense configuration from bipolar to unipolar. Sensing was noted to be good. The patient is not dependent on therapy. The health care professional (hcp) will decide to either intervene or continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out -of-range pacing impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switch the pace/sense configuration from bipolar to unipolar. Sensing was noted to be good. The patient is not dependent on therapy. The health care professional (hcp) will decide to either intervene or continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.